Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the u lag screw was inserted with inserter and connector. The connector was broken in two after the lever of inserter was pulled 2 times. Therefore, the connector was removed with jacobs chuck and pliers and the operation was continued.

Event description:
It was reported that the u lag screw was inserted with inserter and connector. The connector was broken in two after the lever of inserter was pulled 2 times. Therefore, the connector was removed with jacobs chuck and pliers and the operation was continued.

Manufacturer narrative:
The reported event that u-blade lag screw connector gamma3® was alleged of issue k-270 (instruments - broken, deformed, worn or scratched) could be confirmed, based on the returned device. The device inspection was done and based on the appearance of the breakage surfaces in combination with slightly oblique fracture line indicates that the device broke in a forced brittle manner due to disproportional force and/or bending stresses by levering the instrument. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that always treat the instrument carefully to avoid surface damage or alterations to the geometry. The design of the instrument must not be modified in any way.¿ the cleaning and sterilization guide states that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses.¿ it also mentions that ¿for devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves.¿ and that ¿careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device¿ if any further information is provided, the complaint report will be updated.